Event description:
It was reported that the user received urgent low glucose alerts while the sensor displayed a high glucose value, and a confirmatory fingerstick showed hyperglycemia; customer support advised dismissing outdated alerts and to monitor current blood glucose, with a follow-up confirming a downward trend from a high value. Symptoms included hyperglycemia with a blood glucose level of 313 mg/dl without reported systemic complications. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included technical support review and user education on alert management and monitoring. Investigation of this case revealed inconsistent alert behavior relative to concurrent glucose readings, with subsequent decline in glucose after counseling. It was concluded that the event involved hyperglycemia of unclear cause with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.